Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that a patient underwent revision surgery approximately 14 months post-operatively to address two fractured xia 3 rods. It was further reported that during the revision surgery, it was observed that a xia 3 crosslink had fractured post-operatively. This report captures the xia 3 crosslink.